Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that at implant when the atrial lead was being repositioned, whenever the helix was attempted to be retracted the entire lead would twist. Additionally, the stylet was unable to be placed in the lead. The helix was able to be retracted, and the lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were confirmed. As received, a complete lead was returned in one piece measuring 51.6 cm, without the stylet used at the procedure. X-ray examination found the inner coil inside the connector region to be over-torqued, consistent with procedural damage. The cause of the reported events of lead twisting and stylet unable to be inserted were isolated to the over-torqued inner coil. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.